Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The sales rep reported a revision of right hip due to failure of the femoral head disassociated from the stem. Patient experienced clicking and pain sensation prior to surgery.

Manufacturer narrative:
An event regarding disassociation, pain and audible noise involving a trident liner was reported. The event of audible noise was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by consulting clinician who indicated: "pain in the groin was exacerbated by motion of the hip as was a grating and grinding phenomena." Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical records were reviewed by the consulting clinician who indicated that the pain in the groin was exacerbated by motion of the hip as was a grating and grinding phenomena. The investigation event was confirmed but the root cause could not be determined. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The sales rep reported a revision of right hip due to failure of the femoral head disassociated from the stem. Patient experienced clicking and pain sensation prior to surgery.